Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd fluid and abdominal pain. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (2gm/ every 5th day/ intraperitoneal/ discontinued) and injection amikacin (150mg/ daily/ intraperitoneal/ discontinued) for peritonitis. On an unknown date, the patient recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.